Event description:
Account states that after an instrument jam, the pt urine result for leukocytes, erythrocytes and protein changed compared to the results for the pt sample from before the jam. The incorrect results were not used to guide pt therapy. The instrument jam was due to a damaged test strips and has not recurred after the jam was cleared.